Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12955. It was reported the pt's scs system was explanted 2-3 year ago due to ineffective pain relief. The pt states that he has to use a case to walk since the explant surgery took place. Further info is unavailable at this time.

Manufacturer narrative:
Correction number. 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.